Event description:
It was reported that pseudoaneurysm occurred. A transcatheter aortic valve replacement procedure took place with a 14f isleeve introducer sheath placed at the access site and implant of a size small acurate neo2 valve. Post-procedure, at the left femoral puncture site, ecchymosis was confirmed along with reported persistent pain. Sonography was performed which identified two large pseudoaneurysms. Artery embolization was performed to treat the pseudoaneurysms. Afterwards, no residual pseudoaneurysm was seen via sonography and the patient was discharged in stable condition.